Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro short port btt (blunt tip trocar) balloon broke. The reporter stated that the physician assistant might have over-inflated the balloon causing it to break or burst. He also reported that the 5cc syringe that was used had a crack in it. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The lot number is unk as the box and the products were discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported, the product was discarded, and will not be returned. The reported device failure mode "balloon rupture; crack(s)" could not be confirmed. No further investigation will be performed at this time. (B)(4).